Event description:
It was reported the patient underwent a left hip revision approximately 14 years post implantation due to sudden pain and inability to walk. X-ray showed the femoral head had separated from the trunnion. During revision, the femoral head was visualized and had disassociated, black-stained fluid and synovial tissue were present. Attritional problem with the trunnion was observed and the tip appeared to have been worn away. Final femoral head and stem components were placed without complication. No additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 01048.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, h2, h3, h6 h6: component code: mechanical (g04) - stem reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: developed pain and inability to walk, x-ray showed left femoral head had separated from the trunnion. Black-stained fluid and synovial tissue present, erosion through the capsule out into the sub fascial tissue. Femoral head visualized and had disassociated. Trunnion was observed to be worn away on the tip with attritional problem which necessitated removal of the well-fixed mallory head femoral component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.